Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded electromagnetic interference of an implanted vagal nerve stimulator (vns) that had generated a crosstalk before and also now. An interaction testing was suggested, and it was recommended to implant a vns on the opposite side of the body in the future, if that was not done in this case. The ICD remains in service. No adverse patient effects were reported.